Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the ventilator was put into service mode and the ventilator locked up as the service mode extended self test was not performed properly. The se performed preventive maintenance (pm) and extended self testing on the device and all tests passed.

Event description:
It was reported that, when a 980 ventilator was turned on there was no display. The ventilator was not connected to a patient when the malfunction occurred.